Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the mapping catheter caught on itself inside the introducer. The mapping catheter bent back on itself. The introducer was pulled off the mapping catheter, and the dilator could not be reintroduced onto the mapping catheter. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.